Event description:
It was reported that the ll vlv adpt (stand alone) had flow issues and was blocked during the flush. The following information was provided by the initial reporter: "smart site connected to cannula, staff member unable to flush or draw back through smart site. Item is contaminated with blood".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 6/30/2021. H.6. Investigation: one 2000e sample from lot number: 20026612 was received in open packaging for investigation; dried blood was present in the sample. No connecting products were returned to assist the investigation. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the 2000e sample to a retained 50ml bd plastipak syringe from stock; no flow restrictions or occlusions were identified. A review of the production records for lot: 20026612 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite. CAPA#1998036 was initiated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues and was blocked during the flush. The following information was provided by the initial reporter: "smart site connected to cannula, staff member unable to flush or draw back through smart site. Item is contaminated with blood".